Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain, failed back surgery syndrome, and spinal pain. It was reported that previously, the healthcare provider (hcp) had to go in and reposition her pump because she had developed a bunch of scar tissue because the pump kept flapping back and forth, so they moved it up higher on her abdomen. Her spine was turning "into a c shape." The date of the event was unknown. There were no further complications reported at this time.